Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post-implant, there was ffrw (far-field r-wave) oversensing. Reprogramming was performed and the atrial lead remains in use. No patient complications have been reported as a result of this event.